Event description:
Pt was receiving home IV antibiotics through a peripherally inserted central catheter PICC IV line. A bd posi-flow needless cap was being used on the end of the IV line. After the pt's spouse flushed the PICC line w/an abbott prefilled o.9% nacl 10cc syringe the inner cannula of the bd posi-flow stayed up inside the cap and this allowed blood to run out of the PICC line through the bd posi flow cap. The pt's spouse knew to fold the catheter over to prevent blood flow until replacing it with a new cap. This is 3rd similar complaint rptr was heard with this product. Blood samples were taken through the bd posi flow using an empty 10cc terumo syringe.